Event description:
Noted the competitor lead was explanted the same day as mot device was explanted for a pocket infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).